Manufacturer narrative:
The device was discarded by the customer, therefore no product analysis will be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received that the device was explanted due to a pseudoaneurysm in the non-coronary cusp of the valve due to space developing between this valve and the native tissue. This pseudoaneurysm distorted the valve¿s shape, resulting in valvular regurgitation necessitating surgical intervention. This intervention was due to the patient¿s anatomy and not due to a product malfunction. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 7 months post-implant of this bioprosthetic valve, the valve was explanted and replaced due to leaflet degeneration leading to moderate to severe valvular regurgitation, ascending aortic aneurysm and ruptured abdominal aneurysm resection with an aortoiliac bypass graft. Upon explant the physician excised the aortic leaflets.